Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable calcium results for one patient sample. The initial calcium result was 4.05 mmol/l (accompanied by a data flag) and was reported outside the laboratory. The physician contacted the laboratory because the patient was asymptomatic. No treatment was given, however, the patient was immediately sent to another clinic to be redrawn for a second sample. On (B)(6) 2011, the second sample was tested and generated a calcium result of 2.10 mmol/l. On (B)(6) 2011, the original sample was repeated and generated a result of 2.44 mmol/l. The patient was not harmed by the event. The analyzer involved was a cobas 6000 c501 module, serial number (B)(4). The customer's reagent cassette was no longer available, however the investigation determined the cause of the discrepancies could be attributed to the precipitate in the reagent. Internal investigations of customer reagents revealed the presence of precipitate in the r2 of affected calcium reagent lots. The root cause for the precipitation is still under investigation. An urgent medical device removal notice has been mailed which provides users with instructions for product replacement and for appropriate handling of all other current calcium reagent lots. The next calcium production lot is currently being manufactured with modified ph-values to improve the solubility of o-cpc in the r2 solution. Inaccurately high serum/plasma calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl (>3 mmol/l). Urine calcium tests can be done as an aid in diagnosis of nephrolithiasis (kidney stone) which may have developed based on elevated amounts of calcium in the urine and as aid in diagnosis for parathyroid glands disorders. A urine calcium test is not as helpful as a serum/plasma calcium test for diagnosis of certain conditions, such as bone diseases or pancreatitis. Erroneously elevated patient results for urine calcium are not considered medically critical.